Manufacturer narrative:
The product complaint analysis team has completed its investigation. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: lockout position, a unfired b fired; cartridge condition, a unfired b fired; cartridge return batch number, a j00l16 b k00z3 and instrument number,132. Functional tests & results: condition of firing trigger lockout, good; condition of pinion gear, good; condition of short rack, good; condition of yoke, good and was instrument cycled, yes. Analysis conclusion: based upon the inquiry info rec'd, the visual examination, and the functional testing, no conclusion could be reached as to why the instrument reportedly "would not cut" during surgery. The instrument was returned in good physical condition. The instrument was disassembled to examine the internal components and no deformations could be identified. It was concluded that the instrument was fully functional and conforming to design specs. The experience the surgeon reported could not be repeated. Each instrument is evaluated during the assembly process to ensure it functions properly. Co strives to understand each incident as it occurs in order to continuously improve co's products.

Event description:
During a thoracoscopy the ez45g misfired. The surgeon had concern over the tissue not being cut after the first firing. However, no adverse bleeding occurred during the surgery and the doctor agreed after the case that tissue might have been thick to transect. There was no consequence to the pt.